Event description:
Dr. Performed a two level (l4-s1) surgery. Two week post op construct disassociated from screw. Revision was completed 2007 replacing the icon system with the sfs system.

Manufacturer narrative:
Add'l info provided.